Event description:
It was reported that last year this right ventricular (rv) lead was exhibiting noise that was oversensed (no pacing inhibition observed or reported). It was thought that the noise was caused by diaphragmatic oversensing, as they were able to reproduce the noise when the patient bears down. The impedances were normal, and the plan was to program the sensitivity higher. New reports found that there was some retrograde oversensing post-pvc that the pacemaker mediated tachycardia algorithm was breaking appropriately. Subsequently, this lead was surgically capped and replaced along with the device. No adverse patient effects were reported.